Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# va1hrth, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1hrth, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient stated that the therapy did not seem to be working like it was supposed to and the last time she went into the hcp and x-rays showed her lead had moved. Patient stated that representative told her this information and he reprogrammed her device and told her that she should try programs 1,2,3 and not p4 and that he hoped that worked but after trying them nothing has worked really great. Patient stated she asked representative (rep) what was the next step if the reprogramming didn't work and rep grimaced and they might have to change that (the lead/implant). The patient stated that she is an active person and still goes to gym, does yoga, runs and her hcp had not informed her of the activities that she should avoid and she was told she could resume her normal activities so that's what she had done. Patient reported as of now the programming hasn't been really great and hasn't seemed to have helped with her urgency. The patient stated at night her incontinence was okay but otherwise she had to run to the bathroom. Follow up was conducted to find out when the rep was aware of the event but indicated that they honestly do not remember the situation. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.